Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax requiring placement of a chest tube and hospitalization. The biopsied lesion was 2.6 cm in size and located in the right upper lobe. Imaging modalities included c-arm fluoroscopy and staging using radial ebus was performed. The diagnosis obtained from pathology was necrotizing granuloma (infectious). Following the ion procedure, the patient was referred for antifungal treatment. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.